Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, every time the clips were installed, they were twisted. The surgeon was able to squeeze the handle. They needed to use another clip applier to complete the procedure. There was no patient injury.